Event description:
The customer reported the ventilator would not power on. The customer reported the unit was not in use on a patient therefore there was no patient harm or involvement. The manufacturer's field service engineer (fse) confirmed the reported problem. The fse reported replacement of the motor controller pcb and power management pcb boards corrected the reported problem. Performance verification testing was completed and passed.

Event description:
Factory analysis of the returned motor controller pcb board and power management pcb board revealed shorted components which caused the ventilator to not power on.